Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with their adc reader. Customer reported, "battery physical defect" and therefore the reader stops loading / not responding. As a result of not being able to monitor their blood glucose, on (B)(6) 2022, the customer reported experiencing both hyperglycemia and hypoglycemia symptoms and lost consciousness and was provided an IV and unspecified medical treatment by emergency services for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.